Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's power button was damaged. Complainant indicated that there was no pt involvement in the reported malfunction.